Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating that the customer's pump was having issues turning on. In addition, there have been a few times when the pump would not respond when plugged into a power source. There was no impact mentioned, but the customer has been using insulin pens as backup.